Event description:
During routine check of the console, it was found that the "battery low" indicator was on. Abiomed field service examined the console and found blown fuses. These were replaced and the console is operating to specs. It appears that testing done to the hospital's backup power system was the cause of the problem.